Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The consumer reported that the lead wires broke in her neck. The leads broke 6 times and the patient had 6 surgeries to repair the leads. The entire stimulation system was explanted. The issue occurred in 2009. It was noted that the patient had a history of non-malignant pain.